Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). A replacement surgery was performed in which the existing device was removed and a new aus was implanted. During the procedure fluid loss was noted due to the components being empty, however the source could not be identified. The patient did not experience further complications.